Event description:
This lead was returned from biotronik representative with an implant record. Per the rep, this lead was removed due to noise on the lead, and inappropriate shocks. This lead was replaced with another linox sd 65/16.